Event description:
Customer reported a no delivery alarm which occurred in the middle of a set change. The blood glucose reading was 127 mg/dl. He was advised to disconnect and reconnect the reservoir and tubing at the connector and to push insulin through the tubing with the plunger. He stated that it was difficult to push insulin through but that it did exit. He was advised to run a manual prime and stated that no insulin exited. Customer did a complete set change and ran the prime again and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and the connector into an insulin pump. Performed the manual prime and fluid did flow through the infusion set and out the catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.